Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser states purchased a unit over a year ago and it was second hand and the brake is not working on motor.